Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:during testing, the display screen was dim and discolored. A test screen was installed and displayed properly. Unrelated to the complaint, all the keypad buttons were intermittently unresponsive and required multiple presses to engage. The keypad cover was removed and evidence of contamination was found under all key contacts. The audio bolus button was unresponsive and the internal contact was found to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).